Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during placing the tube on the patient's left sided bronchus, the pediatric bronchoscope could easily pass via bronchial lumen but when the device was inserted, it could not advance in the tracheal lumen and more effort needed to applied. The device was replaced with a single lumen tube then a french 41 double lumen tube via bougie in order to have a double lumen tube that would allow for ease of passage of pediatric bronchoscope. The patient has partial view of glottis. The failure resulted to delay of treatment. The physician tried the scope to another new fr 39 tube to test if it also had same issue and found that there was also resistance in tracheal lumen.